Event description:
It was initially reported that the pt was said to be experiencing some stomach problems with the stimulation and would like the device explanted. At this time, it is unclear as to the cause of the stomach issues. The pt is expected to have her device removed at this time. No further information has been received to date. Good faith attempts to obtain additional information have been unsuccessful to date.